Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 586 mg/dl. It was also reported that the insulin pump had alarmed for a motor error. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI and that the insulin pump was able to complete the rewind sequence. No delivery alarms were also found in the insulin pump history. Customer was treated at the hospital and the blood glucose was brought down to 205 mg/dl. Nothing further was reported.